Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported anemia, bleeding, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. It was reported that this event was related to the device/therapy. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Medwatch / user facility report # (B)(4) was received on 15may2020.

Event description:
It was reported that a patient in the inpatient rehab facility was readmitted to the hospital with anemia (hemoglobin 5.4) and bright red blood from the rectum in the setting of aspirin 81 and coumadin (international normalized ratio of a 2.1. Twelve units of blood were transfused over a 16 day period of hospitalization. Endoscopic evaluation included: edg, colonoscopy x 2, capsule study x 2, antegrade enteroscopy, retrograde enteroscopy, of which the bleeding source was never identified. Coumadin (no heparin bridge) was resumed; aspirin therapy was stopped.